Manufacturer narrative:
The returned device was evaluated and no issues were observed with the exposed portion of the soft cannula during investigation. Fluid was observed passing through the fluid path successfully and exiting through the distal tip of the soft cannula. The device data returned an 0x40 hazard alarm. Timeouts were observed throughout the run and a drive stall was observed at the end of the run. Inspection of the device's fluid path and drive mechanism found no damages or manufacturing deficiencies that would contribute to the generated alarm, timeouts, and drive stall. The cause of the hazard alarm could not be determined.

Manufacturer narrative:
The product was returned and is pending the completion of the investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reports while on vacation and wearing a pod between 24 and 36 hours his blood glucose level was 280 mg/dl. Upon removal of the pod from the infusion site (abdomen) the cannula was found to be bent. As treatment, the patient gave himself an injection of insulin and a new pod was applied.